Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section e1: reporter email was not available. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), was unremarkable. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The device appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for evaluation. The distal portion of the pump cable was not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was received from (B)(6) hospital .

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.